Event description:
It was reported that the unit was associated with a revision surgery as a result of an infection.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The anchor was not returned and the failure mode was not confirmed. On (B)(6) 2014, it was reported that on this case of patient infection, the patient's infection is not related to the implants. Sales representative reported the cases even though they know that the infection is not product related, following stryker's event reporting policy. Nevertheless, the device history record (DHR) of the reported lot was reviewed. The sterilization process was performed to specification with no nonconformance found. In sum, the product was not returned and the failure mode was not confirmed.

Event description:
It was reported that the unit was associated with a revision surgery as a result of an infection.